Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was use error- poor aseptic technique. A batch review of the potentially associated lot number (h10i30048) revealed no exceptions during the manufacturing process. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(6) 2011, the home patient (hp) contacted baxter and stated that on an unreported date, she found her mini-cap off the transfer set and in her underwear, made a mistake and touch contaminated. Baxter contacted the peritoneal dialysis nurse (pdrn) who stated that on (B)(6) 2011, the hp was hospitalized for the peritonitis. The nurse did not know the cause of the peritonitis, but stated that it was unrelated to the baxter products. The hp was receiving intravenous (IV) and oral antibiotics. At the time of this report, the hp had not yet recovered from the peritonitis and a hospital discharge date was unknown.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the second of two reports associated with this event.